Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received device in poor condition with h-2 pressure chambers. During functional testing, both h-2 pressure chamber door cracked and unable to inflate and h-30 air detector door broken. The reported problem was duplicated. The root cause of the reported issue was found to be the customer damaged both pressure cuffs door and h-30 air detector door. Beyond economical repair, no actions were taken. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there were internal issues that need to be repaired. Additional information was received at time of device evaluation; the issue that the customer experienced was the cuffs were not inflating. No patient injury was reported.